Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued to use current pump for insulin therapy and contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 130-140 mg/dl.